Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or lost sensor alert noted during testing. Successfully downloaded history files and traces using thump/carelink. In further full review in the pump history file/ trace and found no unexpected no delivery/occlusion alarm in the event date of (B)(6) 2024. Lost sensor alert found in the pump history file/trace on (B)(6) 2024 at 11:37:00. The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.97 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. No delivery/occlusion alarm was not confirmed. No com pump to xmtr was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced no communication between pump to transmitter, no delivery/occlusion alarm, lost sensor alarm. The customer reported, no adverse event. The event involved product(s) mmt-332a, mmt-7841zn, mmt-1884l, mmt-874a, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown, whether the customer will continue the use of the insulin pump and the transmitter. No product return is required for mmt-332a, no product return is required for mmt-7841zn, no product return is required for mmt-1884l, no product return is required for mmt-874a, no product return is required for mmt-7040a.